Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the issue about pain and difficulty recharging have been resolved. And there was no fall.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient, product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was difficulty recharging. The patient reported that the controller indicates that it is charging the ins but does not show 'excellent' or 'good¿ and controller will sometimes stop charging and say that it doesn't recognize the ins. It was reported that controller sometime makes a beeping sound. The patient reported that while moving around the rtm cord and holding it tight when its connector plug suddenly broke off inside the controller. They reported that they were unable to remove the rtm connector plug from the controller. The rtm connector plug broke off inside the controller. The patient reported that ins hasn't been working since they had a fall and threw out back and hyper-extended the leg. The patient reported that they were was walking down the stairs when they hyper-extended the leg. The patient reported that the knees, leg, and whole back are in a lot of pain. The patient reported that they adjusted the stimulation settings, but pain persists.